Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation. (Detailed as follows): the device was tested in an "as received condition (2ma)" without moving the switch and the device would light, indicating current delivery. The device was then functionally tested in the other two positions with no intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested with no out of specification condition identified. Position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.51ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.04ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.04ma. There was no evidence of improper manufacturing and no fault was found with the device.

Event description:
It was reported that the "red light (which shows turning on electricity)" of a vari-stim stimulator was "sometime blinked but sometimes did not... Electricity failed to turn on" intraoperatively. The procedure was successfully completed using a replacement device and there was also no report of patient impact or injury as a result of this event.